Event description:
It was reported boot time is long. Follow-up information received indicates the programmer functioned normally once it booted up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis unable to confirm the reported long boot time. Artifact detection and signal tests failed during analysis; a printed circuit board found damaged. Analysis also found the system fan is noisy. (B)(4).